Manufacturer narrative:
(B)(6) 2018. Philip's field service engineer (fse) performed onsite troubleshooting; however, the failure could not be duplicated. The customer agreed to run the unit on a test lung. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there was no volume; however, it was no specified if there was no volume delivered or measured. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 26sep2018. The manufacturer's field service engineer (fse) performed troubleshooting onsite twice and was unable to confirm the reported issue. The customer reportedly was using re-usable heated bacteria filters that were contaminated by residue left by the cleaning process. The customer was provided with single use filters and the issue was resolved. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.